Event description:
It was reported an angio-seal device was deployed without incident; hemostasis was achieved. A hematoma developed three hours post deployment; manual pressure and a pressure bandage were applied. The pt developed a pseudoaneurysm requiring surgical repair of the vessel and removal of the angio-seal device. The anchor was located partially in the vessel and partially in the subcutaneous tissue. A predeployment angiogram was not performed. The pt was reportedly doing well.